Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR and follow up MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and it was found that the lcd screen was damaged. A charge and boot test were performed and failed. A review of the data log was performed and passed. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.